Event description:
A high reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received a "400 mg/d" higher scan result on the ADC device compared to an unspecified reading obtained on the competitor brand meter. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dL per minute). The customer experienced unspecified symptoms and was unable to self-treat. The customer further reported receiving third-party treatment however, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.Reportedly, a glucose reading by ADC device sensor scan of 400 mg/dL was compared to a blood glucose test performed on the competitor brand meter with a result of 120 mg/dL, which when the provided results were plotted on a Parkes Error Grid, fell into the "C" zone showing the difference in values to be clinically significant. The length of ADC device was unknown. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.